Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require any third-party assistance. Technical support provided information for resetting the pump, assisted in the reset, and since the malfunction code did not recur, the customer was advised to continue using the pump and to call back if any issues reoccurred.